Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoidectomy, the surgeon was not able to perform docking on the device. The product was not used in patient. The procedure was completed with another device. There was no patient injury.